Event description:
It was reported that there was a perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Femoral arterial access was obtained for the purpose of performing left heart catheterization and coronary angiogram as previously planned by the physician prior to the watchman procedure. This was performed and was uneventful. Standard femoral venous access was obtained by the physician and the transseptal wire was inserted without difficulty. Upon engaging the septum using transesophageal echocardiogram(tee) and fluoroscopy guidance it was noted that the septum was aneurysmal and difficult to engage. Multiple repositioning attempts were made to engage the septum at the appropriate location for puncture/crossing. The physician felt positioning was adequate and proceeded to advance the wire. The cardiac anesthesiologist could not visually locate the wire in the left atrium using tee guidance. The physician verbalized that they felt they were across the septum and in the left atrium, so they advanced the transseptal sheath. Again at this time the sheath could not be visualized in the left atrium. At this point the physician was asked to hook a pressure line to the transseptal sheath and record the pressure. Upon doing so, an aortic waveform was captured and recorded with a reading of 158/69. Patient remained stable. A pigtail catheter was advanced through the existing arterial sheath and an aortogram was performed to confirm that the transseptal sheath was in the aorta. The surgeon was called and spoke with the physician on the phone. The decision was made to remove the sheath and monitor the patient in the catheterization lab for 30 minutes post removal. The sheath was removed and the patient was monitored for 30 minutes post procedure and they remained stable. Post procedure tee imaging identified a small pericardial effusion and small peri-aortic hematoma, with no hemodynamic compromise. A final aortogram was performed with small contrast staining noted. The patient was left intubated and transported to the intensive care unit in stable condition. The patient recovered well and was in the hospital for rehabilitation.